Event description:
It was reported by repair work order that the brakes had a reduction in braking force due to the brake plate being worn. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.